Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she has been experiencing high blood glucose. Customer stated she has been going to the doctor and she is not sick. She is using more and more insulin, has tried new sites, has changed the site four times and has tried new insulin. Blood glucose value was 412 mg/dl. She has treated with manual injection. Most recent value is 212 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Insulin pump passed the high pressure test. The cannula is not bent or occluded. It was unable to determine the cause of the high blood glucose and customer has already seen her doctor about it and tried changing the settings. Nothing further reported

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.